Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 26jul2019 at 0:13:21 through 01aug2019 at 15:58:21. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The account communicated that the patient was admitted with abdominal pain and diarrhea. The patient was found to have positive blood and stool culture for e. Coli, and was negative for c. Diff. There were no signs of perforation on CT, but there were signs of colitis of colon. Infectious disease (ID) and surgery were consulted and the patient was started IV antibiotics (reference MFR # 2916596-2019-04063). The account reported that the patient had an improvement in diarrhea, white blood cell (wbc) was 15k, and ldh levels were stable. Re-consulted for surgery and antibiotics continued per ID recommendations. The patient did not have a computed tomography angiography (cta) due to low creatine clearance. The patient had signs of colitis on CT without contrasts and kept nothing by mouth (npo). Blood pressure was at goal and diuretics were held. According to the account, the patient was treated for hypomagnesemia and hypokalemia. The patient also had pulmonary hypertension (htn) and was on sildenafil. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Multiple attempts for additional information were made and no further detail was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 7 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had lactate dehydrogenase (ldh) of 270. Hemoglobin (hgb) was 8.4. The patient had a history of end stage comprehensive metabolic panel (cmp) and was on the heartmate 3 (hm3). Patient was admitted with abdominal pain and diarrhea. Patient was found to have positive blood and stool culture for e. Coli, and was negative for c. Diff. There were no signs of perforation on CT, but there were signs of colitis of colon. Infectious disease (ID) and surgery were consulted and patient was started IV antibiotics. Patient reported abdominal pain. Improvement in diarrhea. White blood cell (wbc) was 15k. Ldh was stable. Re-consulted for surgery and antibiotics continued per ID recommendations. Patient did not have a computed tomography angiography (cta) due to low creatine clearance. Signs of colitis on CT without contrasts. Patient kept nothing by mouth (npo). Hm3 as bridge to destination (btd). Blood pressure (bp) at goal. Diuretics were held. Patient had history of right ventricular (rv) failure. Treated for hypomagnesemia and hypokalemia. Patient had pulmonary hypertension (htn) and was on sildenafil.